Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter was reading inaccurately high compared to another device (hospital, unknown brand). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at an unspecified time on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿364 mg/dl¿ on the subject meter and ¿129 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with oral medication, diet and exercise. The patient reported that approximately 15 minutes after the alleged issue began, she developed symptoms of feeling ¿shaky and sweaty¿ and that in response, she visited the emergency room (ER) to have her blood glucose tested on the ER device. There was no indication that the patient received medical treatment. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter, that the correct testing method was being followed and that an approved sample site was used to obtain the results. The csr noted that the subject test strips expired in january, 2017. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.